Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a titanium trochanteric fixation nail system (tfn) initial surgery was performed on (B)(6) 2014. During the surgery, the canal for the blade guide sleeve (357.369) on the 130° aiming arm (357.366) was worn away due to overuse. The aiming arm did not prevent the sleeve from rotating. The surgeon continued using the aiming arm with difficulty; however, the surgery was completed successfully, with a 20-30 second surgical delay. No patient harm was reported, the patient outcome was "okay." This complaint involves three devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.